Manufacturer narrative:
Reported event of connection problem was not confirmed. A visual inspection revealed no anomaly on the helix; the helix length was within required specification. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies.

Event description:
It was reported that the device was unable to dock to the delivery catheter during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.